Event description:
It was reported that right ventricular (rv) lead exhibited non-sustained tachycardia with non-physiological intervals. The rv lead was reprogrammed and will be scheduled for revision. It was further reported that the device had unexpected longevity. The device remains in use. The patient is enrolled in remote monitoring an evaluation of implantable devices for management of heart failure patients (rem-hf) weekly download study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst noted that the battery voltage measured 2.63 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.